Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; one knob, ventricular output connector and the battery drawer are broken. Analysis also found the battery release is contaminated. Side bail covers, side bails, ring cover, ring bail, and one case screw are missing. (B)(4).

Event description:
It was reported that the ventricular output (black) connector, battery compartment, and a knob for the external pulse generator (epg) were broken. It was also reported the ring and bail holders are missing. The epg was returned for repair. There was no patient involvement.